Event description:
It was reported that the user experienced hyperglycemia overnight while the ilet delivered corrections, followed by rapid glucose decline with a low value of 30 mg/dl after moving the infusion site, and was reusing the same cannula without replacing supplies or performing the fill cannula step, which is consistent with an infusion set deployed incorrectly. Symptoms included low glucose and rapidly falling glucose. Outcomes included self-treatment with oral glucose and no medical facility evaluation. Investigation included troubleshooting and education on proper infusion set and cartridge replacement, site rotation away from scar tissue, and timing site changes earlier in the day. Investigation of this case revealed user technique issues related to infusion set deployment and failure to follow setup steps. It was concluded that the event was attributable to incorrect infusion set handling and use of previously deployed components, with resolution through user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.